Manufacturer narrative:
Registration number 3009092818 exemption number e2016011. This report is filed on october 31, 2016. H3 other text: implanted device remains.

Event description:
It was reported that the patient experienced pain at the abutment site; subsequently the patient was treated with oral and topical antibiotics on (B)(6) 2016 (duration not reported). The implanted device remains.